Manufacturer narrative:
The investigation into the introducer issue has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the patient¿s condition, the patient¿s calcified vessels, was the cause of the limb ischemia. The failure mode will be monitored and trended.

Event description:
The medical center had a patient with peripheral arterial disease (pad) and a complicated sheath and impella cp pump delivery. The team swapped sheaths, and performed shockwave to the anatomy to be able to eventually deliver a gore 16fr x33 cm sheath and the cp pump. The long 14fr abiomed provided sheath was noted to be cracked in the mid-portion. There was no harm or injury from the crack, though the possibility of harm from the cracked sheath is present and the md questions the malfunction. The gore sheath additionally kinked in the pad diseased anatomy. When the cp was explanted the groin access needed closure by the manta device to achieve successful hemostasis.

Manufacturer narrative:
The medical center had returned product for benchtop analysis and testing. Upon completion of the investigation, a final report will be forthcoming. Of note the IFU states: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿